Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere-9 ablation catheter, the patient presented with typical atrial flutter, which was mapped and determined to be cavotricuspid isthmus (cti) dependent. An anatomical line ablation was planned from the tricuspid valve to the end of the inferior vena cava to block the circuit. The catheter was positioned in the mid to septal position relative to the cti line, and potentials were monitored. After the first radiofrequency lesion was delivered for five seconds, the patient developed complete heart block. It was noted that the catheter had moved "septally" during ablation, which might have caused heating of the his bundle and resulted in the heart block. The procedure was temporarily interrupted, and backup coronary sinus pacing was initiated after repositioning the catheter to the right ventricle. The patient exhibited a few escapes junctional beats. A 45-minute observation period was conducted to assess for recovery from heart block, but the patient remained in complete heart block. The case was noted to be completed. A pacemaker was implanted, and the patient required overnight hospitalization for further follow up. No further patient complications have been reported as a result of this event.